Event description:
The pt's internal device has been explanted due to infection and recently developed pain. The pt has been a non-user for several yrs. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.